Event description:
The physician informed cpi that a patient with an automatic implantable cardioverter defibrillator (acid) had received several inappropriate shocks. An invasive diagnosis found a break in one of the patient's rate sensings leads. The patient had two rate sensing leads. Information did not state which lead had the break. Implanted 10/14/91. Removed from service 10/20/92.the physician implanted a biopolar endocardial (tranvenous) lead to replace the two unipolar myocardial (epicardial) leads. The two myocardial leads were capped and remain implanted. The acid remains implanted. It was also noted that there was a loop in the lead which may have caused some stress in the area of the breakinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.